Event description:
It was reported that during a laparoscopic low anterior resection of rectum surgery, ec60a could not fire when severing intestinal tissue on the first firing. Changed to the new one to complete the surgery.

Manufacturer narrative:
(B)(4). Batch # 156a59. Photo evaluation: this is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a portion of the device from the top view with the closure and firing trigger in the open position. The device belongs to batch # 156a59. The third photo shows a device and a gold reload not loaded in the device from the top view. The device can be seen with the jaws and trigger in the open position. The gold reload could be observed partially fired 1/3. The fourth photo shows a portion of the device from the jaws area and next to a gold reload. The jaws can be seen in the opened position and a gold reload partially fired 1/3. This condition is due to an incomplete fired. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60d reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.